Event description:
It has been reported to philips that the azurion system¿s footswitch was working intermittently. The device was not in clinical use. No patient or user harm reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the procedure was completed by using the wired footswitch. A philips service engineer inspected the system onsite and confirmed that footswitch was working intermittently. After reviewing the log file fse confirmed that there is a malfunction with footswitch. The fse checked physical integrity and reseated connection of footswitch., the system was returned to use in good working order. The codes were updated based on the investigation outcome.